Manufacturer narrative:
At the customer¿s request, the 3 lead ECG trunk, aami/iec 2.7m (989803145071) and 3 leadset, grabber, iec, ICU (989803145101) were supplied to resolve the issue and the device was back to service. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective 3 lead ECG trunk cable and 3 leadset, grabber, iec, ICU. The root cause of which could not be determined. The reported problem is confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that customer requests 2 ECG cables because they are worn out. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.